Manufacturer narrative:
(B)(5). Additional information received: a cholangiogram was performed with the case, but the device was not used during it.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was scissoring clips. A competitor's device was pulled and used to complete the procedure. There were no adverse consequences for the patient. The device was discarded after the procedure.